Event description:
Pt has lvad, thoratec heartmate ii. Wife found pt dead, device alarming driveline disconnect and console indicated alarm had been sounding for 84.6 minutes. Two batteries were connected and one battery had 4 bars while the other battery had 2 bars. Wife reported she had a difficult time removing the driveline when deactivating the alarming pump.